Event description:
Procedure type: hysterectomy. According to the rptr: the needle fell off into the pt's cavity and could not be found. X-rays were taken, and it was confirmed that the needle was in the pelvis overlying the sacrum. The needle was removed in 2008.